Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced vaginal bleeding, urinary problems, continued urinary incontinence, dyspareunia and pain. All other information is unknown.

Manufacturer narrative:
The reported lot number, 0ml6720402, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.